Manufacturer narrative:
The reason for this revision surgery was reported as screw-head broke upon implantation. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. Device evaluation anticipated, but it will take few weeks as it has to go through a process at eisenhower. A review of the device history record (DHR) show that the reported component used in the previous surgery, when released for use, met design and manufacturing requirements. There was no non-conforming material report (ncmr) associated with the product that may have contributed to the reported event. The device was verified to have gone through an acceptable sterilization process and was within its expiration date at the time of the previous surgery. Customer complaint history of the reported device showed no present trends or on-going issues that are needing a review. The root cause of this complaint was a screw-head broke upon implantation. There were no findings during this evaluation that indicate the reported device was defective. There are multiple factors that may contribute to an event that are outside the control of djo surgical. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Instrument failure - the 30mm screw head broke upon implantation. 70 percentage of it stayed in the patient.